Event description:
There was an allegation of questionable ldlc3 results for 1 patient sample on a cobas c 503 analytical unit. The initial test result was reported to the medical personnel. The medical personnel inquired about the ldl results, and as a result, it was decided to retest. The initial result was 55 mg/dl. The initial result was reported outside of the laboratory to medical personnel, who questioned the result and requested the sample be repeated. The repeated results were 111 mg/dl, 87 mg/dl, 105 mg/dl, and 108 mg/dl. The reagent lot number is 572897 with an expiration date of 31-jul-2023.

Manufacturer narrative:
The customer's calibration and qc results were ok. There was no indication of a reagent issue. The investigation reviewed the system's alarm trace and a "suction abnormally" alarm was observed on the date of the event. The customer's sample pre-analytic details were ok. The customer uses fast coagulation blood collection tubes. The field service representative cleaned the sample probe, which appeared to solve the issue. He performed measurements after the sample probe was cleaned and the results were acceptable. The investigation did not identify a product problem and determined the event was consistent with a pre-analytical handling issue.